Manufacturer narrative:
(B)(4), the actual sample was not returned; however, the customer provided two photos for analysis. The complaint of a sheath body separation was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of separated sheath was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During an iabp removal, the sheath broke apart as the physician was removing the balloon catheter. No foreign bodies were left in the patient. It was reported the sheath broke at the hub and the broken piece remained in the iabp catheter, nothing broke inside the patient's vessel. No intervention was needed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
During an iabp removal, the sheath broke apart as the physician was removing the balloon catheter. No foreign bodies were left in the patient. It was reported the sheath broke at the hub and the broken piece remained in the iabp catheter, nothing broke inside the patient's vessel. No intervention was needed. The patient's condition is reported as fine.